Event description:
New information received from the facility indicates that the patient has expired. The date of the death was not provided to covidien. The procedure was for the removal of a gastric band. The bleeding occurred when the surgeon proceeded to dissect the gastric vessels in preparation for a future gastric sleeve.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information received from (B)(6) indicates that there was no patient death as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the patient lost their spleen during this case.

Event description:
The customer reported that the device had been used to seal a short gastric artery during and the seal was thought to have been complete. The patient was then brought back into the operating room for a second procedure and the surgeon drained 5 liters of blood from the patient. A blood transfusion was given to the patient. The patient later was returned to the operating room and another three liters of blood were drained from the patient. The patient then required more blood products. The surgeon has indicated that the patient is doing well. The dissector was discarded after the procedure by the facility.

Manufacturer narrative:
(B)(4).